Event description:
Plate was implanted in 1998 for a fracture of the distal radius. X-rays indicate fracture was well healed. Pt diagnosed with extensor tenosynovitis resulting in plate removal in 2000.